Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It as reported that the ipg would no longer hold charge and was reaching end of life . As a result patient underwent surgical intervention wherein the ipg was replaced and effective therapy was restored.